Manufacturer narrative:
Updated fields: g3, g6, h11. Root cause analysis update - the programming issue reported by the customer could not be confirmed as the valve was program tested pass, the possible root cause could be due to biologicals debris, as mentioned in the IFU, accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. The root cause for the pressure issue noticed during investigation is due to biologicals debris found in the plate and the cam. As mentioned in the IFU, accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 7396741 conform to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 30 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and siphon guard. The valve was then pressure tested but failed the test. The valve was dismantled and examined under microscope at appropriate magnification. Biological debris was noted on the cam and the plate. Root cause analysis - the root cause for the pressure issue noticed during investigation is due to biologicals debris found in the plate and the cam. As mentioned in the instruction for use (IFU), accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit and impair the anti-reflux function. The programming issue reported by the customer could not be confirmed as the valve was program tested pass, the possible root cause could be due to biologicals debris, as mentioned in the instruction for use (IFU), accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit, and impair the anti-reflux function.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h11. Additional information: the patient is not in good condition with symptoms of hearing loss from time to time now.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted in (B)(6) 2025. In (B)(6) 2025, the patient began experiencing discomfort, initially presenting with loss of appetite, followed by speech difficulties. On (B)(6) 2025, computed tomography (CT) scan revealed ventricular dilation. A subsequent examination identified an issue with the valve pressure adjustment: although it was set to 200, the display consistently showed 30. On (B)(6) 2025, the hakim valve was replaced with the same model. The patient is currently in good condition.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected field: d6a. Additional information: "the initial implant date should be (B)(6) 2025 instead of (B)(6) 2025.¿